Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly, customer had not addressed elevated bg at time of the report to tandem technical support.